Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unknown date in 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11f22040, h11e19022, h11c31030, h11b07024, h11a03058, h11c03013, h11d12038, h11f01101, h11f20093, h11g12049 and h11h09050 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k,however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.